Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the differential/reticulocyte waste chamber was not draining and was overflowing through the vent pathway to pinch valve vl53b. The fse removed and replaced solenoid 53 to resolve the leak. The fse also replaced several other parts as a preventative measure. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was approximately 50 ml and was not contained within the instrument. The instrument operator was wearing a lab coat, goggles, and gloves at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated. Patient treatment was not impacted in connection with this event.